Event description:
It was reported that customer received excessive no delivery alarms and was able to resolve no delivery with reservoir and infusion set change but not needle in body.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.